Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted, thereby confirming the event. Visual and functional tests were performed on the returned device. The probable cause of the reported problem is user error.

Event description:
It was found during investigation that the reported cassette attachment error was confirmed through logs. There was no patient involvement, and no harm.